Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt expired with the cause of death being unk. It was also reported that the pt's death was not related to the lvad. No further info is available at this time.

Manufacturer narrative:
The patient remains ongoing on lvad support. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: on (B)(6) 2015, it was reported that the hospital has no record of this patient expiring on (B)(6) 2012. The patient was implanted on (B)(6) 2011 and remains ongoing on lvad support.